Manufacturer narrative:
No pt info as no pt involved in this concern. Tracking was found to be normal throughout the volume during functional testing. Geometry errors were not observed to spike at any time as reported. At the representative's request, a replacement camera per RMA was issued.

Event description:
A medtronic rep called to report the stealthstation camera was not tracking. Without touching the camera, the frame geometry error would spike and not track. No pt was present.